Manufacturer narrative:
This report is a replacement to the original submission under MFR report # 2243072-2024-00956 on 09-sep-2024 in order to file against the correct site registration number and for the correct material. E1. Initial reporter facility name: (B)(6) hospital. Investigation summary: bd investigated 10 retained samples. No molding defects or sub-assembly issues were identified. Functional testing was performed and no leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using a bd preset¿ arterial blood collection syringe, blood was leaking from the needle hub on one patient sample. The needle was removed from the patient and air was expelled. There was no health impact or consequences reported.